Event description:
It has been reported to co that the occlusion balloon wire separated and remained inside the pt's vessel. The pt was sent for a surgical procedure to remove the separated segment. The physician inserted a guide wire into the pt. The physician inserted the guide catheter over the guide wire and engaged the tip of the guide catheter into the vessel. The physician inserted an aspiration catheter and aspirated the vessel. The physician removed the aspiration catheter and the guide wire from the pt. The physician inserted the occlusion balloon wire into the pt and inflated the occlusion balloon to occlude the vessel. The physician performed direct stenting on the vessel. The physician deflated the occlusion balloon and attempted to remove the occlusion balloon wire, pulling strongly, and the wire separated and distal porton remained inside the pt's vessel. The decision was made that the separated distal portion had to be surgically removed from the vessel. The pt was sent for the surgical procedure. At the time of this report the pt status is unk.

Manufacturer narrative:
Evaluation is anticipated upon receipt of the discrepant device.